Event description:
It has been reported that the geometry does not start intermittently, no movements were available and could not communicate with the geometry ipc. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer and confirmed that the geometry does not start intermittently, no movements were available and could not communicate with the geometry ipc. Review of the system logfile showed, malfunctioning geo-pc. To resolve the reported issue the customer replaced the geo-pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.